Event description:
N/a.

Manufacturer narrative:
The forceps cev525 fenestrated 20mm jawz (cev525) was not returned for evaluation. The photo sent by the customer shows a break on the movable jaw. The instrument was not returned so a further investigation is not possible. The lot number was not reported; therefore, the device history report was not possible through the information received. The potential root causes: excessive force may have been applied to the forceps during their use or a shock a weakness in the material could also be the cause. Or the breakage could also be due to normal wear and tear of the instrument if it is old (its manufacturing date is unknown). All these hypotheses cannot be confirmed without analysis using the instrument. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the tip of forceps cev525 fenestrated 20mm jawz (cev525) broke during a case today and fell into the patient's abdomen. The broken tip was removed using another instrument without any complications. No injuries, deaths, or surgical delays were reported.